Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had battery power failure and failed to boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system battery power was failed. A field service engineer (fse) showed up the customer and explained that the issue that was going on after unplugging network cable, application was started after plugged back in the station, after that the station was working properly. The system functioned as intended after the field service engineer repaired the device.